Event description:
It was reported to philips that the system was unable to perform x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) went onsite and analyzed the system log files and identified failure in the point (power inverter) calibration self-test. To resolve the issue, the fse replaced and adjusted the point and returned to philips for further analysis. The analysis confirmed the malfunction in point and identified the pcb was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.